Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. Capsule was still on the delivery system when pulling it out. The capsule fell off in the pt's mouth. The pt was not injured following the procedure.